Event description:
Pt reported that device's insulin cartridge chamber is foggy. Pt stated that when he removed insulin cartridge from device he smelled insulin and noticed a crack in the insulin cartridge. Pt stated that a very small amount of insulin had pooled inside the device's cartridge chamber. Pt's blood glucose was not affected, and no treatment was received.